Event description:
It was reported that the procedure was to treat a perforation in an unspecified vessel. Reportedly, the 3.0x12mm graftmaster failed to cross the lesion. It is unknown how the perforation was sealed. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. Follow-up information received on (B)(6) 2014, via user facility medwatch stated that after the failure to cross, the graftmaster stent delivery system was removed and the stent was dislodged from the balloon. Reportedly, the stent was subsequently retrieved. Follow-up information received on (B)(6) 2014, via another user facility medwatch stated that upon removal of the balanced middle weight (bmw), the guide wire was noted to be frayed. There was no additional information provided.

Manufacturer narrative:
(B)(4). The 3.0x12mm graftmaster stent mentioned is being filed under a separate manufacturer report number. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for frayed guide wire. Based on the reviewed information, no product deficiency was identified.